Manufacturer narrative:
A facility representative reported stating lens damage by company handpiece injector. A sample was not received at the manufacturing site for evaluation for the report of lens damage by company handpiece injector; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Not warranted - as the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All iol handpiece injectors are 100% inspected at the end of the manufacturing process to ensure visual quality requirements, the thread engagement is acceptable, and the correct plunger height is present before release of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required currently. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, the lens scratched in delivery system. There was no patient contact to the device. The procedure was completed on the same day. Additional information has been received stating that the company injector went on top of the lens. Additional information has been requested however no further information available.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).